Event description:
Medtronic received information that a transcatheter bioprosthetic valve, was attempted to be implanted into an edwards peri mount magna ease 3300 valve but could not cross the edwards valve. It was reported that the patient presented with a mean gradient of 45 mmhg and a valve area of 7. A 23 mm edwards sapien valve was implanted. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).